Event description:
It was reported on (B)(6) 2025, that the wall charger - dual port charger began smoking when plugged into the outlet. It did not catch fire, there was no damage to the power cord or the monitor or sensor. No injuries or property damage were reported. No additional information was received.